Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that visible air bubbles occurred. During a pulsed field ablation procedure to treat atrial fibrillation, when the farawave catheter was inserted into the faradrive steerable sheath and aspiration was performed, air was continuously aspirated. During the insertion of the farawave catheter, air was observed in the lumen due to sheath backflow. Air was also noticed when removing the dilator from the sheath. During aspiration before inserting the farawave catheter, air was observed but not continuously drawn. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis.

Event description:
It was reported that visible air bubbles occurred. During a pulsed field ablation procedure to treat atrial fibrillation, when the farawave catheter was inserted into the faradrive steerable sheath and aspiration was performed, air was continuously aspirated. During the insertion of the farawave catheter, air was observed in the lumen due to sheath backflow. Air was also noticed when removing the dilator from the sheath. During aspiration before inserting the farawave catheter, air was observed but not continuously drawn. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis and investigation is still in progress.